Manufacturer narrative:
(B)(4). Batch number: p57c9e. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridges reloads were received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: can you please clarify the product of the complaint device? The event description indicates a device of product code ec60a (manually operated echelon device). The impacted product (ip-00139902) is reported as product code ple60a, lot# p9394r. What is the correct product code? What is the correct lot or batch number of the device? "I confirm that the code really was ple60a because the stapler was long. I apologize for the mistake - "did the patient have permanent damage?" No - "did the patient need hospitalization or had hospitalization prolonged due to a product problem?" No - "did the patient need to be reoperated to avoid or correct any damage?" No - "did the patient have any serious damage?" No can you please clarify what was meant by, ¿increase in battery temperature¿? Was the battery temperature warm as expected for a battery during normal use? Or was the battery abnormally hot? If yes, did the issue cause any harm or burn to the patient or user? The battery was abnormally hot but there was no harm or burn in user or patient.

Event description:
It was reported that according to the surgeon, there was an increase in the battery temperature of the stapler and it locked in the middle of the procedure and the reload did not trigger, a new charge was opened because the surgeon believed that problem was in the reload but the same thing happened again. To proceed with the procedure, it was necessary to open another stapler and two more loads.